Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/ date of birth: unknown/ not provided. Sex/ gender: unknown/ not provided date of event: unknown/ not provided. (B)(6). If implanted; give date: n/a (not applicable). The intraocular lens was not inserted. If explanted; give date: n/a (not applicable). The intraocular lens was not inserted. Therefore not removed device evaluation: the product was not returned. Therefore, the sample evaluation could not be performed, and the reported issue could not be verified. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a cataract surgery, the trailing haptic of an intraocular lens, model pcb, came out first from the inserter. Through follow up we learned that the issue occurs during the insertion, lens was stuck in the cartridge.